Event description:
Customer claims the product was in use with a pt. When the nurse performed a routine alarm check she found the alarm has power. However, there was no alarm tone when pressure was taken off the sensor pad or when the sensor was detached from the alarm. There was no pt incident or injury reported.

Manufacturer narrative:
(B) (4). Eval: results: eval for the returned product shows the unit powered on. The unit was tested using new batteries. There is an intermittent alarm tone when pressure is applied to the sensor pad. The red and black battery wires insulation are scuffed. The sensor receptacle pins are pressed down. The unit battery door is missing. (B) (4).